Event description:
Operator observed no sample was added to well a10 during pipetting hbc assay. No alarm message was generated by summit sample handler a field service engineer was dispatched and was unable to duplicate the event. No death or serious injury was associated with this event.